Event description:
It was reported by the contact that the customer's blood glucose levels have been high. The customer indicated that the healthcare provider will be reviewing the settings in the pump for possible adjustment. The contact declined tandem technical support's offer to troubleshoot for the high blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.